Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced loss of pulses and and arterial occlusion was diagnosed. Treatment consisted of surgical intervention and anticoagulation therapy. The treatment was successful and the event was resolved.